Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was being attempted to be placed into the right ventricle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, placement failed multiple times. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.